Event description:
The recipient reportedly experienced no sound and electrode extrusion due to otitis. The recipient was hospitalized for drug treatment. Imaging identified a cholesteatoma in the middle ear. On (B)(6) 2021, the recipient's device was explanted due to infection and the cholesteatoma was removed. The recipient was not reimplanted. The recipient's infection resolved and the recipient was discharged from the hospital.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the array was severed prior to receipt, as well as sliced silicone overmold on the top and bottom covers. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.